Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, on (B)(6) 2012, when the user wanted to check a ventricular burst episode recorded in device memory, an error message was displayed. The acknowledgement of the message resulted in session ending. Upon re-interrogation, the episodes were not available anymore.